Event description:
It was reported that the patient presented to the hospital after fainting. Loss of capture and sensing were observed. Programming changes were unsuccessful in resolving the issue. The device was explanted and replaced. The patient was in good condition after the procedure.